Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient had vegetation in the left ventricular growing on the mitral leaflets. There were no additional adverse patient effects reported. This rv lead was explanted.